Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr on (B)(6) 2019. Device analysis results: visual analysis of the returned device identified deformation. A weight test was performed and the device weight was found to be within specification. The device was observed to be cloudy with voids after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "capsular contracture baker grade IV and lymphorrhea, fluid leakage". Device has been explanted.